Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that, during intraocular lens implantation surgery, the lens was implanted into the patient's eye and a scratch was noticed. Hence the lens was explanted and replaced with another lens and a scratch was noticed on the second lens as well. Hence the second lens was explanted and replaced with another lens in the same procedure successfully using a different injector. There are three files associated with this report. This is 2 of 3.

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of scratch was noticed on the lens; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review, complaint history review, and non-conformance review could not be conducted. A sample was not received at the manufacturing site and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).